Event description:
It was reported that there were telemetry issues. The patient was in overdischarge. The patient reported that she charged in early (B)(6) and a week later it stopped working. The patient met with the manufacturing representative and a physician mode recharge was performed. There was a power on reset (por) 408 error code. The manufacturing representative charged to 25 percent and cleared the por. The manufacturing representative checked the stimulator and 3 electrodes had high impedances. The manufacturing representative adjusted stimulation and got the spinal cord stimulator (scs) working.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).